Event description:
Upon reassessment of the reported event, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
Upon reassessment of the reported event, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: part: unk, lot: unk, unk liner. Report source:(B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02503.

Event description:
It was reported that the patient was revised for unknown reasons. The head and liner were exchanged. Attempts to obtain additional information have been made; however, no more is available at this time.